Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ turkey the device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the attachment stopped and did not work again in anyway. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.